Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose 464 mg/dl t the time of incident and current blood glucose level was 464 mg/dl. Customer not feeling ok to trouble shoot high blood glucose. Customer also stated that the insulin pump had no delivery alarm and keypad anomaly. Buttons not responding and act button was harder to press. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08735 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test . The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had intermittent button response on the esc button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd or b was found locked properly. Device had cracked reservoir tube lip.